Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative (rep)regarding a patient who was implanted with an implan table neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient experienced weird feeling after passing through a security check point. Patient's stimulator was interrogated and found to be working properly. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.